Event description:
Pt had lumbar peritoneal shunt revision on (B)(6) 2015. Neuro suction stylet tip noted in shunt reservoir catheter during second revision surgery on (B)(6) 2016. Pt discharged home on the next day.